Event description:
Provider states the internal rubber bushing that goes in between the motor and the gearbox is cracking and twisting out at one end. Chris, provider, is not sure which end it is twisting out of..gearbox or motor end. The chair is not heavily used.